Event description:
A malfunction was reported on the pump with the error code malf 15. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappeared, which was acknowledged and understood by the caller.